Event description:
It was reported via e-mail that the customer had experienced a seizure due to low blood glucose. Attempted to contact the customer several times and left a message in her voice mail. The next day, the customer called back and stated that she was hospitalized due to low blood glucose. Her blood glucose level was in the 40's to 50mg/dl. The customer stated that she over bolused and her glucose level dropped. The customer stated that she thought she was going to eat, so she bolused for the food she was going to eat, but then she forgot to eat, causing her low blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.